Event description:
Customer reportedly received the following results on the same device within 10 minutes: 92 mg/dl, 50 mg/dl, 79 mg/dl, and 57 mg/dl. Customer also reports low blood glucose symptoms with blood glucose result of 90 mg/dl; self treated with 3 glucose tabs. Customer then reportedly received the following results on the same device within 10 minutes: 52 mg/dl, 74 mg/dl, 209 mg/dl, 116 mg/dl, 47 mg/dl, 42 mg/dl, 50 mg/dl, 58 mg/dl, 73 mg/dl, 47 mg/dl, and 52 mg/dl. No quality controls used. No adverse event reported. The customer did not provide the location where the discrepant results were obtained. Requested return of suspect device and replacement was sent.